Manufacturer narrative:
The manufacturer previously reported that a patient expired while using an everflo oxygen concentrator. It was reported that a third party service provider opened the device and found the internal tubing disconnected from the flow meter. The device was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, significant physical damage to the device was noted by the technician. The manufacturer found the tubing to be disconnected. The manufacturer reconnected the tubing to address the issue. The device operates and alarms to design specifications. Product labeling states," where the prescribing health care professional has determined that an interruption in the supply of oxygen, for any reason, may have serious consequences to the user, an alternate source of oxygen should be available for immediate use." The device is not intended to be life supporting or life sustaining.

Event description:
The manufacturer received information alleging a patient died while using an everflo oxygen concentrator. The manufacturer received information indicating a patient was prescribed oxygen for severe restrictive respiratory dysfunction and heart failure. The patient was at home with an everflo oxygen concentrator and passed away on (B)(6) 2020. On (B)(6) 2020, a service supplier engineer for istekki was performing education with the engineering team and the device was opened for filter replacement. At the time of filter replacement, the engineer indicated the tubing from the filter to the flowmeter was disconnected. The manufacturer was made aware of this information on 10 july 2020. The manufacturer did not receive any information to indicate if the tubing was disconnected prior to performing education and filter replacement. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.